Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. Per initial report , the product was discarded. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure : handpiece began to smoke probable root cause for equipment leaks: 1. Material/design error 2. Constant irrigation flow is not maintained leading to limited field of view 3. Stopcocks in improper configuration 4. Large anatomy 5. Missing o-ring 6. Damaged or deformed o-ring 7. Pump malfunction (motor, control board, harness, power supply, battery, or cassette) 8. Clogged tubing 9. User error: probable root cause for smoke smell or flames coming from device: 1. Insulation melting 2. Excessive cauterization 3. User error 4. Nonconforming electrical components probable root cause for too much noise or undesired noise: 1. Loose component inside 2. Fluid leaking 3. Design error 4. User with poor hearing the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device emitted smoke.